Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support informed the customer that the pump reset one of its microprocessors as a safety feature and was functioning as intended. The customer was educated on restarting cgm sessions and reloading cartridges after a reset, and successfully resumed insulin use.